Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Additionally, an alarm is a safety feature and not a malfunction. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 115 warning: an occlusion may result from a blockage, pod malfunction or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken.

Event description:
It was reported that a patient's blood glucose reached 470 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient experienced vomiting and dehydration and was subsequently hospitalized. The official diagnosis was diabetic ketoacidosis. Treatment included administration of insulin (humalog) and intravenous delivery of fluids. Patient was hospitalized for 3 days. It should be noted that the patient's pod had alarmed at some point during this event, however, it was unclear as to exactly when this occurred.